Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-1588tb-1 tightrope abs, button, round, ø 14 mm serial/batch number (B)(6) was received for evaluation. Visual inspection revealed that the button was broken into two pieces at the middle between the two holes. Functional testing was performed due to the damage to the device. The most likely cause of the reported failure is user error, specifically the use of excessive bending force during use. Directions for use (dfu) tightrope devices, section g. Precautions. 1. Acl/pcl/btb/rt/abs tightrope only: excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery the buttun of the device broke of in two pieces. A larger button was used, fixation with ethibond suture. Per complaint reporter there was no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.